Event description:
Information received from the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Medtronic (covidien) received information through literature review stating that 1 acute in-stent thrombosis, 2 periprocedural major stroke, and 2 minor periprocedural complications occurred in 143 patients with 178 aneurysms treated with pipeline embolization devices. It was reported that an acute thrombosis of the parent artery occurred in the case of poor wall apposition at the carotid siphon 15 minutes after pipeline placement. The vessel was completely recanalized after abciximab administration without ischemic consequence, before the suboptimal wall apposition was corrected with a balloon (an option presented in the instructions for use). The two periprocedural major stroke cases consist of one case of ipsilateral ischemic stroke due to a small left capsular infarct immediately after pipeline placement (mrs = 4) and one major hemorrhagic stroke case due to post procedure delayed rupture of large (22mm) aneurysm that was previously untreated. The two minor periprocedural complications were one small ipsilateral occipital infarction immediately after ped placement (mrs=1) and one small contralateral thalamic and corona radiate infarct 1 week after self-withdrawal from aspirin (mrs=1).there was no device malfunctions reported related to these events. No further detail regarding these events was provided in this article. The information was received from the same article as MDR# 2029214-2015-00342 / 2029214-2015-00344.

Manufacturer narrative:
The report was created to capture the complications reported from the article: information received from the article: yu sc, kwok ck, cheng pw, et al. Intracranial aneurysms: midterm outcome of pipeline embolization device-a prospective study in 143 patients with 178 aneurysms. Radiology. 2012;265(3):893-901. Http://pubs.rsna.org/doi/full/10.1148/radiol.12120422. The devices involved in the events will not be returned as they were implanted in the patient. The lot history record reviews were not possible as the lot numbers were not reported. (B)(4).